Event description:
It was reported that the device was showing a no disposable alarm. The cassette was changed to a back up pump and this pump alarmed as well. A new cassette was used and the pump was started at an infusion rate of 38 milliliters (ml) per 24 hours and 0 ml was given. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, and 510k are unknown. No information has been provided to date.